Manufacturer narrative:
A review of the device history record was performed and all products tested met finished goods testing requirements for the lot prior to release. Retained samples from the same lot were tested for needle attachment strength and tensile strength and all samples passed. The report could not be substantiated and a cause of the event could not be established.

Event description:
According to the reporter, "there was no harm or injury to patient. I do not have any more specifics to the complaint other than they used 4 packs and they kept breaking."